Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to instructions for use (IFU) of the gore dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aneurysm with conformable gore tag® thoracic endoprostheses using a gore dryseal sheath with hydrophilic coating. The devices were advanced from the right side. After the endoprostheses were implanted, when the physician removed the sheath from the patient, a dissection was identified from the right common iliac artery to the right external iliac artery. The physician implanted an additional stent graft to treat the dissection covering the right internal iliac artery. The patient tolerated the procedure.